Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was able to be verified and unable to be duplicated. The root cause is unable to be determined. Repairs unrelated to the reported issue were complete. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that they suspect their device is not delivering defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that they suspect their device is not delivering defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.